Event description:
The complaint of low impedance was previously reported on 5/10/2012 in 2017865-2012-03942. It was reported that the patient presented for an unrelated procedure. Upon review, high voltage lead impedance measurements below the lower limit were noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. The patient was stable throughout.

Manufacturer narrative:
Only the distal portion of the lead was returned in one piece. Final analysis found that the insulation was abraded at 4.2 cm to 6.1 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the patient anatomy.